Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurement of greater than 3,000 ohms. Upon interrogation, it was noted that the rv lead had switched to unipolar setting due to high impedance. Additionally, rv lead did not capture in bipolar setting, and noisy signals with oversensing were seen on the rv channel. The rv lead was programmed to unipolar pace at 3.5v (volts) at 0.4ms (milli-seconds) and sensitivity was reprogrammed to fixed 5mv (milli-volts). The suspected cause of the reported observation is lead/ring fracture. The lead is expected to be explanted at a near future date. No adverse patient effects were reported

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.